Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a perforation occurred and the patient experienced death. A 95% stenosed target lesion was located at moderately tortuos and heavily calcified proximal to mid left anterior descending artery. A rotawire ic and 1.25mm rotablator rotalink plus were selected for use. During the procedure, the physician noted that the first rotawire was kinked and replaced with new rotawire. The physician burred two in 10 seconds of 150,000 rpm each. Then, he proceeded to run the third burr when the rota console stalled. Subsequently, the physician removed the burr but perforation occurred and he proceeded to wire the lad, ballooned and stented it with a non bsc device. Then, he performed pericardial drainage and unfortunately the patient could not be saved. The patient died.